Event description:
It was observed that during the device evaluation, the subject device exhibited dirt. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, it was evaluated on site. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.